Manufacturer narrative:
The helix was partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of stylet unable to be advanced toward distal end of lumen was confirmed. A stylet could not be fully inserted inside the inner coil lumen due to blood being clogged inside inner coil lumen at the distal region of the lead. The cause of the reported event of stylet unable to be advanced toward distal end of lumen was isolated to stylet blockage in the distal region due to the inner coil clogged with blood. The reported events of failure to capture and far r over sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited loss of capture and ventricular sensing due to dislodgement. The physician elected to reposition the ra lead. During the revision surgery, the helix was unable to be retracted, and the stylet could not be advanced toward the distal end of the lumen. The lead was explanted and was replaced with a new one. The patient¿s condition remained stable.